Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator was inoperable due to end of life. It is unknown if this is premature battery depletion or normal end of life. Patient had high energy use of the device. The device was explanted, and a new device was implanted to resolve the issue. There were no complications during the surgery. Patient was stable.